Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not form when firing on the cystic duct. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 04/06/2009. Info anticipated, but unavailable at this time.